Event description:
Voluntary medwatch form received notes that a patient presented with no sensing, no capture, and oversensing noise resulting in pacing inhibition on the right ventricular (rv) lead. The rv lead remain in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5145736